Event description:
Received a report that one pt developed a new onset of crepitus with a chest tube in. When the nurse onset of crepitus with a chest tube in. When the nurse assessed the chest tube she found that the air leak chamber was no longer bubbling nor was it fluctuating with inhalation/exhalation. She changed out the collection system and the crepitus resolved.

Manufacturer narrative:
Awaiting the return of the device for evaluation. A follow-up report shall be submitted upon the completion of the evaluation.